Manufacturer narrative:
If explanted, give date: not applicable; however, lens is planned for explant; date not provided. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that doctor is planning to explant tecnis symphony toric multifocal intraocular lens (model zxt375, +18.5 diopter) from patient¿s left eye in secondary procedure because of patient experiencing refractive error. Reportedly, the explant has not yet been performed. No further information provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information was received. It was learned that the explant was completed on (B)(6) 2018. There was no other surgical intervention necessary. Patient is currently post op ji 20/20 vision. Reportedly zxt300 18.0 lens was used as replacement lens for the patient. If explanted, give date: (B)(6) 2018. All pertinent information available johnson & johnson surgical vision, inc. Has been submitted.